Event description:
It was reported that the parapac plus ventilator exhibited an unspecified issue with the flow pressure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B5: updated with additional information. Evaluation results: one pneupac ventilator (parapac plus) was returned for investigation in used/fair condition. The tamper seal was removed/broken. The customer reported product problem regarding the unspecified issue with the flow pressure was not replicated. No fault or issue was found.  The investigator found no irregularities of performance regarding the gas flow that was observed. A secondary issue was found however. The investigator noted that the unit was failing the disconnect mode during normal operating procedures. There was no audible alarm for high pressure, and no visual indicators for the spontaneous breathing indicator. The following components were replaced as a result: reed alarm, holder, piezo sensor, and manometer assay kit. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the parapac plus ventilator exhibited an unspecified issue with the flow pressure. No patient injury or complications were reported in relation to this event. Additional information was received on 06/03/2019 indicating that the product problem occured during patient use. There was no patient injury or complications.